Event description:
Respiratory therapy received "stat" call from nsg unit. Upon arrival - found ventilator alarming - safety valve open; "run est do not use"; nurses manually ventilating pt. Ventilator switched out.